Manufacturer narrative:
D4 has been updated with the received catalog number. The issue was confirmed through inspection of the associated radiographic image. Both screws at the caudal-most level of the construct appear to have been fractured at c6. The construct spanned from c3-c6, and it was composed of a three (3) level plate, eight (8) screws, and interbodies. Fusion can be seen in the implanted levels. Subsidence was noted in c5/c6. Device and complaint history records could not be reviewed as a valid lot number was not identified. The provided x-ray was reviewed by stryker physician consultant, and subsidence was noted in c5/c6. Evidence of fusion was observed in the implanted levels as well. It is likely that the cause of the observed issue was multifactorial. Subsidence compounded with dynamic loading at the caudal most level, likely contributed to the observed fractures. According to the ozark surgical technique, implants can loosen, fracture, corrode, migrate, cause pain, or stress shield bone even after a bone has healed.

Event description:
It was reported that two ozark screws fractured at c6 post operatively. Revision surgery has been performed. This report represents the first of the two screws.

Manufacturer narrative:
Status and location of the device is currently unknown.

Event description:
It was reported that two ozark screws fractured post operatively. It is unknown if the patient experienced any symptoms or if a revision is planned. This report represents the first of the two screws.

Manufacturer narrative:
Revision surgery has been performed, b1, b2, b5, and h1 have been updated to reflect that. H6(health impact code) has been updated from 'no health consequences or impact' to 'additional surgery'.

Event description:
It was reported that two ozark screws fractured at c6 post operatively. Revision surgery has been performed. This report represents the first of the two screws.